Event description:
Hcp reports pt presented with signs of a granuloma. The catheter tip was removed in 2003. It was then spliced and replaced with a new catheter. The catheter has been held by the hosp risk mgmt group until 2004. The catheter was then sent to the MFR for analysis. The pt had neurological damage. The physician is concerned the neurological damage is associated with the granuloma.